Manufacturer narrative:
Correcting UDI # from to (B)(4). This is a follow up report for this correction of information. Device received for this event is being corrected from healdesign ev (l) ø5.0 3.5mm catalog # 68013024 to primetaper ev ø4.8 x 11mm os catalog # 68011106. Correcting lot # from lot # 499388 to lot # unknown.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.